Event description:
(B)(4) trial. Same case as MDR ID # 2134265-2012-01650. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced chest pain. The target lesion was located in the mid left anterior descending artery (lad) with 70% stenosis and was 12.0 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus express 2 stent. Following post-dilatation residual stenosis was 0%. The non-target lesion was located in the prox lad to mid right coronary artery (rca) with 90% stenosis and was 55.0mm long with a reference vessel of 3.00 mm and treated with placement of two (2.75 x 32 mm and 2.75 x 28 mm) taxus express 2 stents. In (B)(6) 2012, the subject was admitted for cardiac chest pain and was referred for cardiac catheterization. A previous cardiac catheterization, performed in 2009, had revealed that the study stent in the lad was patent and the rca stent had 50-60% focal in-stent restenosis. The distal and mid rca were treated with the placement of two overlapping (3.0x28mm and 3.0x28mm) promus element plus stents resulting in 0% residual stenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
MFR site name - updated. Device lot number - updated. Device expiration date - updated. Device manufacture date - updated. Manufacturer name corrected from boston scientific (B)(4) to boston scientific (B)(4). (B)(4).

Event description:
(B)(4). Same case as MDR ID #2134265-2012-01316. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced chest pain. The target lesion was located in the mid left anterior descending artery (lad) with 70% stenosis and was 12.0 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus express 2 stent. Following post-dilatation residual stenosis was 0%. The non-target lesion was located in the prox lad to mid right coronary artery (rca) with 90% stenosis and was 55.0mm long with a reference vessel of 3.00 mm and treated with placement of two (2.75 x 32 mm and 2.75 x 28 mm) taxus express 2 stents. In (B)(6) 2012, the subject was admitted for cardiac chest pain and was referred for cardiac catheterization. A previous cardiac catheterization, performed in 2009, had revealed that the study stent in the lad was patent and the rca stent had 50-60% focal in-stent restenosis. The distal and mid rca were treated with the placement of two overlapping (3.0x28mm and 3.0x28mm) promus element plus stents resulting in 0% residual stenosis.